Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The affiliate reported via email that during a meniscal repair. Jnj rep was present at the case, this was the surgeons first experience using truespan. The first implant was implanted as per surgical technique, when the second implant was deployed it did not deploy in the meniscus. The surgeon said that there was more push back when deploying the second implant. The surgeon removed one of the two implants, the implant that did not deploy properly. To complete the procedure the surgeon opened a second truespan 12 peek and with a focus on applying more forward pressure when deploying the implants, deployment was successfully. No ae to patient. No delay to procedure.

Manufacturer narrative:
The complaint device was discarded by the customer therefore, device is not available for a physical evaluation. This complaint is not confirmed. No further information regarding the procedure or the device used has been provided to determine a root cause for this failure. The DHR review indicated that this batch of devices were processed without incident, therefore, there is no evidence of manufacturing anomalies on the records reviewed. Further, a review into the depuy mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. At this point in time, no corrective action is required, and no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). Error was discovered on UDI code expiration date: MFR# 1221934 - 2017 - 10600. Correction made on expiration date on will reflect on this medwatch follow up. Device discarded by customer.

Manufacturer narrative:
UDI: (B)(4).

Event description:
The affiliate reported via email that during a meniscal repair. Jnj rep was present at the case, this was the surgeons first experience using truespan. The first implant was implanted as per surgical technique, when the second implant was deployed it did not deploy in the meniscus. The surgeon said that there was more push back when deploying the second implant. The surgeon removed one of the two implants, the implant that did not deploy properly. To complete the procedure the surgeon opened a second truespan 12 peek and with a focus on applying more forward pressure when deploying the implants, deployment was successfully. No ae to patient. No delay to procedure. Additional information from the affiliate on 09-20-2017: issue was detected when the second implant was deployed it did not deploy in the meniscus. No information if there were any difficulty aligning instruments required for insertion prior to use. Additional information from the affiliate on 09/21/2017: the first implant was left implanted. The second implant that did not deploy properly was removed and replaced with a new one.